Event description:
It was reported that during implant, only right ventricular (rv) pacing was noted from this cardiac resynchronization therapy defibrillator (crt-d) on a 12 lead electrogram (egm). No left ventricular (lv) pacing was noted. The patient was noted to be pacemaker dependent. The device was then programmed to lv only pacing, however, a flat line was noted. Lv sensing was then programmed off and appropriate lv pacing was noted. It was noted that appropriate threshold measurements with lv capture had been confirmed on a pacing system analyzer (psa). Technical services (ts) discussed the potential of oversensing on the lv channel. It was noted that the patient was in atrial fibrillation (af) during the implant procedure. Ts discussed that oversensing of af on the lv channel can occur. Additional information was received that the root cause of the oversensing was felt to be related to potential air entrapment in the device header. No further changes were made, and no further assistance was requested. The procedure was completed. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
The device has not been returned by the customer; therefore, no product analysis could be performed. Investigation of the available information determined that the noise on the lv channel was consistent with temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy.

Event description:
It was reported that during implant, only right ventricular (rv) pacing was noted from this cardiac resynchronization therapy defibrillator (crt-d) on a 12 lead electrogram (egm). No left ventricular (lv) pacing was noted. The patient was noted to be pacemaker dependent. The device was then programmed to lv only pacing, however, a flat line was noted. Lv sensing was then programmed off and appropriate lv pacing was noted. It was noted that appropriate threshold measurements with lv capture had been confirmed on a pacing system analyzer (psa). Technical services (ts) discussed the potential of oversensing on the lv channel. It was noted that the patient was in atrial fibrillation (af) during the implant procedure. Ts discussed that oversensing of af on the lv channel can occur. Additional information was received that the root cause of the oversensing was felt to be related to potential air entrapment in the device header. No further changes were made, and no further assistance was requested. The procedure was completed. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.